Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse completed a system check. The system was tested and verified as ready for use.

Event description:
It was reported that during da vinci-assisted distal gastrectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report non-intuitive motion with universal surgical manipulator (usm)1. Usm 1was operated by left hand. Tse advised to check if the drape or some obstacles prevented to move the usm. No problem was noted. Tse asked to check if the surgeon accidentally activated the finger clutch. Tse advised to perform the power cycle the system if possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scale did appropriated to the universal surgical manipulator (usm). The observed movement was not greater or lesser than intended for usm 1. The usm moved in the intended direction and the timing of usm movement was appropriate. There was shakiness and/or friction experienced/observed. There was no system arm-to-arm interference. There was no external collisions. The issue was persistent. Grasping action was being taken and/or intended when the issue occurred. It was reported that the procedure was completed as planned. There was no injury to the patient as result of the event. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred about after 30 minutes. The patient information was not provided.